Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt a jolting sensation when she went through a security gate at the pharmacy on (B)(6) 2010. The patient had trouble synchronizing her implant for over an hour after the jolt. The patient was able to get the device working fine. It was also reported the patient has experienced increased pain in her left hand which was suspected to be a result of the implant. There was pain in this area prior to implant. The patient was seeking additional coverage in her hands. Additional information has been requested.